Event description:
International affiliate reports the implanted valve could not be reprogrammed. The valve was explanted replaced. Note: the implant date is unknown, however, the valve had been implanted for 7 to 8 years.